Manufacturer narrative:
The reporter of the event was asked to return the product for analysis after removal. The device has not yet been received by apollo. A review of device labeling finds the following: warnings and precautions: the physiological response of the patient to the presence of the orbera system balloon may vary depending upon the patient's general condition and the level and type of activity. The types and frequency of administration of drugs or diet supplements and the overall diet of the patient may also affect the response. Each patient must be monitored closely during the entire term of treatment in order to detect the development of possible complications. Each patient should be instructed regarding symptoms of deflation, gastrointestinal obstruction, ulceration and other complications which might occur, and should be advised to contact his/her physician immediately upon the onset of such symptoms. Complications: possible complications of the use of the orbera system include: bacterial growth in the fluid which fills the balloon. Rapid release of this fluid into the intestine could cause infection, fever, cramps and diarrhea.

Event description:
Reported as: a patient with the orbera intragastric balloon had their physician report: "finds a balloon inflation, from about 3cm. Testing of helicobacter pillory [sic] pylori....the ball is still implanted in the patient. The decision of its extraction or not, will be taken in late march." The balloon remains implanted.

Manufacturer narrative:
A device history record review was performed, and noted the subject product met all specifications and requirements in effect at the time of manufacture.